Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced persistent redness and swelling in the perineum following the initial implant. The patient had the inflatable penile prosthesis replaced due to an infection in the pelvic perineum area. The patient was treated with antibiotics and the infection resolved. There were no further patient complications reported.